Event description:
The physician chose to replace this system because, the rv lead had a threshold of 2.9 volts and an impedance less than 150 ohms which contributed to shortening the longevity of the pacemaker. This lead was replaced with another pacer lead.